Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The blood glucose level was 299 mg/dl. The customer reported that the insulin pump showed failed battery test on all the new batteries tried. The customer confirmed that they were not calling back with blank display after receiving new battery cap. Troubleshooting was performed but the display did not return. The insulin pump will be returned for analysis.